Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the packages of bd insyte¿ autoguard¿ shielded IV catheter(s) were opening and were no longer sterile. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: the review was performed on the lot number 6119986. The product was manufactured on afa line 6 from mat 5, 2016 thru may 10, and packaged on packaging line 11 from may 14, 2016 thru may 14, 2016 for pallets 1-7 and july 16, 2016 thru july 16, 2016 for pallets 8-12. Review of the DHR¿s revealed all required challenges, samples, and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Observations and testing: received 18 unused iag 14ga unit in partially opened package from the lot number 6119986. Visual/microscopic examination: seven of the packages were partially opened at both end of the blister pack. Five of the packages were partially opened at the top of the blister pack. Five of the packages were partially opened at the bottom of the blister pack. The seal was not compromised in one of the packages. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition, the paper top web of the returned unit was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate transfer (adhesive) from the top web to the bottom web. The key variables that affect seal strength are: seal transfer/width and top web adhesive presence. Both of these variables were looked at during the investigation. Conclusions: the defect package seal integrity poor/questionable, stated in the description of the complaint, was confirmed with the returned units. Even though the packages were partially opened, all the process characteristics that directly influence the seal were observed to be within specification. There was no physical evidence to confirm or to support manufacturing process related issues for the defect. CAPA 48637 was initiated to address the issue of open seal complaints. Tasks associated with the CAPA plan have been completed.